Manufacturer narrative:
Health professional, occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient experienced mold in association with wearing the brace. The air cast was placed on the patient for immobilization and conservative therapy of external ankle fracture. "Mold growth occurs within a short time while wearing the air cast boot. Here the stocking supplied molds. In addition massive mold infestation on the patient's leg itself (green and brownish). Despite multiple disinfection of the patient's leg and in addition the stocking change to new stockings the mold problem still remains. In addition, significantly increased sweating in the boot after wearing over 12 hours at night. The next morning the water is on the insole. The patient's skin is clearly macerated and soaked (current day temperature approx. 24° c)." No further information is currently available.